Event description:
Pt has a minimed paradigm 512 insulin infusion pump. Pump was obtained in 2003. Pt reported to their md unexplained high glucose levels. Their md reported others having the same problem. Md's office shared info obtained from medtronic/minimed regarding problems with quick set plus infusion sets. Medtronic had provided their md with instructions on proper insertion of delivery needle. In march 2004, medtronic sent out this same publication to all pump users. Pt is concerned that their lack of urgency in sharing this info and waiting in excess of a month to acknowledge this problem needlessly placed them and other pump users at risk of dka. Pt is outraged at their reckless disregard.